Manufacturer narrative:
The door winch assembly cable was returned to the manufacturer for analysis. Analysis found that it failed visual inspection. The cable strands are fraying, cable showing signs of wear. The cause was wear and fatigue stress of the component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that new x-ray and motion batteries, and wheels were replaced. The imaging system was tested and it was noticed that there was a winch assembly cable issue. No components were received by the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that they were receiving a new system and they were unable to provide any details, except that it was damaged. There was no patient present.